Event description:
It was reported that this pacemaker system exhibited noise and oversensing on both the right atrial (ra) and right ventricular (rv) channels. This resulted in an atrial tachy response (atr) mode switch and pacing inhibition with asystole less than 2 seconds on the right atrial (ra) channel. The specific cause of the noise is not known. Boston scientific technical services provided guidance to the healthcare provider on a possible programming change but indicated it would be best to resolve the noise issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.